Event description:
Customer's daughter stated she tried to use the compact plus system while mother was having low blood incident and it was not working due to an error within specifications. Customer required professional medical treatment. A request was made for the return of the system and a replacement was sent.